Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have collapsed due to low blood glucose of 20 mg/dl. Customer was treated with glucagon shot by paramedics. Customer would call back with spouse to give more information.